Event description:
According to the report, the audiologist ran a 1 year check of the implanted device and saw that 6 channels read hi impedance. The audiologist suspects that the device has failed after running tests 4 times.